Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effect of an embolism is listed in the xience xpedition, everolimus eluting coronary stent system instructions for use as a known patient effect of coronary stenting procedures. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a moderately tortuous, eccentric and mildly calcified de novo mid right coronary artery that was 99% stenosed. The patient presented with severe coronary artery disease in 3 vessels, an inferior segment elevated myocardial infarction (stemi), and thrombus with a timi I flow. During the advancement of a 3.0 x 15 mm xience xpedition stent, embolization of thrombus occurred with st elevation. Therefore, the stent failed to cross the lesion and it was removed and replaced with a 3.0 x 23 xience xpedition stent to successfully complete the procedure. There was no adverse patient sequela reported. No additional information was provided.